Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd q-syte¿ luer access split-septum stand-alone device leaked after being disconnected from an IV line. There was no report of exposure to mucous membranes, injury or medical interventions.

Manufacturer narrative:
Investigation: review of the dhrs revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. A review of the qn/sap database is not required for a s2 - o1 level a investigation per CPR ¿ 071. Rm5699 rev 5 version d was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: observations and testing could not be performed because units were not received for investigation of this incident. Units were not received for observation and testing. Conclusions: the defect leak from top of septum (q-syte); as stated as the reported code could not be identified or confirmed and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. Bd was unable to confirm the customer¿s experience because units were not returned for evaluation and testing.